Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.

Event description:
(B)(6). Initial info was received from a physician via a company representative on (B)(6) 2008: a female pt of unspecified age has been treated with a total of four vials of poly-l-lactic acid [sculptra] with the last vial injected in (B)(6) 2007. On an unspecified date, the pt experienced a gray discoloration in her mid to lower cheek area on one side of the face. The doctor did not necessarily believe that the event is directly related to poly-l-lactic acid. No further medical info was specified.